Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx+ valve, product ID: evfxplus-26, serial: (B)(6), use by date: 2027-08-14, UDI: (B)(4). Updated: b5, b7, d4, h4, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic (true) balloon, and two inflations were performed. Upon 80% deployment of the first deployment attempt, pacing was initiated at a rate of 120 beats per minute (bpm) at the fourth node. The implant depth was too shallow and the valve was recaptured. Upon 80% deployment of the second deployment attempt, pacing was initiated at 180 bpm; however, a premature ventricular contraction (pvc) was noted, and the valve dislodged aortic. Subsequently, the valve was recaptured. At this point, low aortic pressure was observed and the system was moved to the ascending aorta. An echocardiogram was performed that revealed minimal aortic regurgitation and no pericardial effusion. The patient's blood pressure continued to be low. Therefore, medication was administered with anesthesia. An st-segment elevation was noted on the monitor in the inferior lead. A catheter was inserted into the right coronary artery (rca) and an angiogram was performed that revealed no blood flow in the mid rca. Subsequently, a balloon/stent placement to the mid rca was performed. Additionally, a non-medtronic (impella) ventricular assist device was inserted with return of the rca blood flow. The physician decided to abort the procedure and reschedule at a later date. Per the physician, ruptured rca plaque caused the occlusion/inferior myocardial infarction. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 1/4 mm on first deployment and 3/3 mm on second deployment. After the valve dislodgement, the ncc and lcc implant depth was negative for both. Contributing factors to the dislodgement were positioning and the pvc which occurred after the pacer stopped capturing. Per the physician, ulcerated plaque of the rca caused the myocardial infarction but it was unknown whether the valve or dcs contributed. The patient had a history of coronary artery disease (atherosclerosis) that contributed to the myocardial infarction.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon, and two inflations were performed. Upon 80% deployment of the first deployment attempt, pacing was initiated at a rate of 120 beats per minute (bpm) at the fourth node. The implant depth was too shallow and the valve was recaptured. Upon 80% deployment of the second deployment attempt, pacing was initiated at 180 bpm; however, a premature ventricular contraction (pvc) was noted, and the valve dislodged aortic. Subsequently, the valve was recaptured. At this point, low aortic pressure was observed and the system was moved to the ascending aorta. An echocardiogram was performed that revealed minimal aortic regurgitation and no pericardial effusion. The patient's blood pressure continued to be low. Therefore, medication was administered with anesthesia. An st-segment elevation was noted on the monitor in the inferior lead. A catheter was inserted into the right coronary artery (rca) and an angiogram was performed that revealed no blood flow in the mid rca. Subsequently, a balloon/stent placement to the mid rca was performed. Additionally, a non-medtronic ventricular assist device was inserted with return of the rca blood flow. The physician decided to abort the procedure and reschedule at a later date. Per the physician, ruptured rca plaque caused the occlusion/inferior myocardial infarction.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date n/a explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.